Event description:
It was reported that during a gastric sleeve procedure, at the time of the shot blade tissue and drag the clip does not form properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Torn iris seal the analysis results (B)(4) device found that the seal material was heavily wrinkled adjacent to the o-ring. The found iris damage suggests that it was caught between the lower seal ring gear teeth and upper inner seal ring. The tear propagated in spiral to the bottom 180 degrees around the lower ring. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hand assisted nephrectomy procedure, the seal cap tore during use. A new one was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.